Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered.   The 90% stenosed  target lesion was located in the severely tortuous and mildly calcified common iliac artery (cia). A 8.0x40x75cm express¿ ld vascular stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The procedure was completed with a 7mm express¿ ld vascular stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the product was returned for analysis. A visual and tactile examination of the entire device identified no kinks or damage along the shaft. The balloon was tightly folded and the stent was tightly crimped onto the balloon. The balloon did not appear to have been subjected to any positive pressure. An examination of the crimped stent identified that the stent struts at the proximal end of the stent were bunched and misaligned. This type of damage is consistent with the stent getting caught on an object during withdrawal. No issues were noted with the middle to distal end of the stent. An examination of the tip section of the device identified to issues with its profile. A 0.035inch size guidewire was inserted through the tip and wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).